Manufacturer narrative:
Concomitant medical product: left ventricular assist device (lvad). This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is 58 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿clinical experience of combined heartware ventricular assist device and implantable cardioverter defibrillator therapy.¿ j cardiovasc electrophysiol, vol. 25, pp. 1109-1114, october 2014. Doi: 10.1111/jce.12455. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there was one patient who experienced a pneumothorax; one who experienced a pocket hematoma which required surgical repair; and one whose device inappropriately detected the arrhythmia and the patient received an inappropriate shock. There was also reported electromagnetic interference between this patient¿s left ventricular assist device (lvad) and their ICD. The ICD was reprogrammed, and no further incorrect classifications were detected. The status/location of the device is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.